Manufacturer narrative:
The customer¿s report of a ballooned in the silicone segment was confirmed. Visual inspection of the set noted that the silicone segment tubing had a bulge ballooned just below the upper fitment. No other anomalies were observed. Functional testing resulted in the set flowing freely and ran with no issues. Pressure testing confirmed the bulge segment deflating due to relief in pressure. The root cause of the balloon/bulge in the silicone segment was identified as being due to when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that they were infusing 20% intralipid saturated emulsion when the pump alarmed and stopped. When the rn opened the pump door they noticed the tubing ballooned in the silicone segment. The customer stated they were not sure what alarm came up but there was a buildup of pressure in the line causing the tubing to balloon out. There was no patient harm.